Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (cre) result of 3.53mg/dl generated by the unicel dxc 600 synchron chemistry analyzer. A redrawn sample the next day gave a result of 0.54mg/dl. The patient was admitted to the hospital for evaluation of acute renal failure.

Manufacturer narrative:
Qc prior to and after the event was within lab's established ranges. The customer declined service; the customer believes the event was sample-specific.